Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused an excessive current to be drawn. Physio-control then evaluated the analog pcb assembly and determined that the cause of the reported issue was due to an inductor, designator l1 on the analog pcb assembly, being shorted from legs 1-4 to 2-3. This inductor l1 being shorted from legs 1-4 to 2-3, caused an excessive off current and the battery to deplete prematurely. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted physio-control to report that the device of one of their customers did not power on anymore; the device's battery was depleted. According to the customer, the device had never been used. During device evaluation, physio-control observed that the battery that was received with the device had 0 leds when the capacity indicator button was pushed. Two electronic patient records were available in the device's memory. There was no patient use associated with the reported event.